Event description:
It was reported that during a rectum procedure, the instrument did not fire, and it ripped the anastomosis. The case was completed with a similar device with no patient consequence.